Event description:
The patient reportedly experienced ongoing intermittencies followed by loss of sound. External equipment was exchanged. Device testing could not be performed due to loss of lock. Surgery to explant the patient's device will be scheduled.

Manufacturer narrative:
The pt's device was explanted. The pt was reimplanted with another cochlear device.

Manufacturer narrative:
The external visual inspection revealed that the silastic overmold was cut at the electrode region, as well as cuts on the fantail region. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed the electrical test performed. The device failed the residual gas analysis test. The internal visual inspection revealed that one resistor had a corroded trace. It is believed that the failure of this implantable cochlear stimulator (ics) device was caused by a loss of hermetic seal. This is concluded from the residual gas analysis test data and intrusion of the dye penetrant into the ics inner cavity, due to a fine leak failure in the feedthru assembly moisture admitted into this device. Through this leak resulted in the corrosion of the resistive film material and the shift in resistance value of one resistor. This ultimately caused the device to cease functioning. This older device configuration is no longer manufactured. This is the final report.